Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the glenosphere at the bone to implant interface. The glenosphere broke off at mid screw of the metaglene. Relevant components retrieved and re implanted with new implants. Original stem and epiphysis were stable and not affected by the broken glenoshere. Doi: (B)(6) 2016; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code (B)(4), lot number (B)(4). Device history review : the DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however a disc with x-rays was returned for investigation. The x-ray review found the metaglane disassociated from the glenosphere middle screw, suggesting breakage of the screw. Based on the observable evidence audible sound is possible, confirming the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.